Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an upon arrival, the automated impella controller (aic) was found to have a cracked housing, bent handle, and open rlm cover. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. There were no concerning alarm or evidence found in the logs to confirm the reported failure mode. This console was tested upon arriving. It was visually confirmed that the rear housing was broken, and the rlm was partially unmounted from the aic, and unable to mount it back appropriately. These two claims align with the reported failure mode. No issues were found with the aic handle. Root cause: the root cause of the aic damage was most likely a use issue.